Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had rewind anomaly. The customer also stated that the, insulin pump sounds a little louder when rewinding. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, off no power test, a21 error test, rewind test and all operating currents tested within the specification. No failed battery test alarm or rewind anomaly noted. (B)(4).